Manufacturer narrative:
Philips service reinstalled the operating system and application and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).)

Event description:
It was reported to philips that flexvision froze due to communication error in control pc on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.